Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿one fluoroscopic video, one fluoro still image, and one echocardiographic still image of the reported device were provided. The fluoro video is a loop taken during active deployment of the clip. The video was taken at a viewing angle that is parallel / in-line with the clip arm plane, such that the clip arm angle is not able to be viewed making assessment difficult. The looped video starts with the clip attached to the l-lock shaft of the delivery catheter (dc). The tips of the clip can be discerned in the video and there is an evident space in between the tips. The closer together the clip arm tips are to each other, the more closed the clip is. Based on the relative location of the clip arm tips in the video, the clip arm angle is likely > 10°. As the loop progresses, the dc shaft is slowly retracted away from the clip. There is no noticeable movement or change in clip arm angle during this maneuver; the clip arm appears to stay constant in the looped video based on visual assessment with the naked eye. The fluoroscopic still image provided was taken post removal of the cds, from a different viewing angle that is almost orthogonal to the viewing angle of the video, providing a bottom-up view of the clip. The clip arm angle appears to be ~20° - 30°. Due to the significant difference in viewing angles of the clip between the fluoro video and still image, a comparative assessment of the clip arm angles to determine any potential clip arm opening cannot be conducted. The echo still image provides an lvot view of the fully deployed clip. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. Similar to the fluoro still image, the clip arm angle appears to be ~20° - 30° in the echo image. Clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. The reported cowl cannot be confirmed based on the cine provided. There are no additional observations based on the cine provided.¿

Event description:
N/a.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted centrally at a2/p2. Following deployment, the clip opened from 20 to 30 degrees. The clip was stable on both leaflets. The procedure was completed with one clip implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.